Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: b3: date of event is unknown. B3. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown . D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. D4. Medical device lot #: 2228631. D4. Medical device expiration date: 2023-05-31 . H4. Device manufacture date: 2022-08-16. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was clotting. The following information was provided by the initial reporter: in occasions where the percentage duplicates the average, samples in citrate tubes are clotting. The customer provides an excel file with sheets of acquisition data from december and november 2022. The 3rd sheet shows a table with quantity of citrate tubes with samples clotting since june 2022 to april 2023. It's also shown a graphic in which it states the variation of clotting amount per month. Therefore: 1141 samples from unknown batches clotted since june 2022 until february 2023; 331 samples from batches 2228631 & 2228630 clotted since march 2023 until april 2023 (quantity populated as 87.5% of 2228631, and 12.5% of 2228630, based on the quantity purchased each - math table attached). Customer alleges that other batches used presented clotting issues in which customer took unknown corrective actions between november and december, 2022. It's possible to observe that the amount of clotted samples was lowing down since the action taken until february, 2023 > batches are unknown. Then, when using batches 2228631 & 2228630, the amount of clotted samples went up (increased) considerably. Customer alleges that samples in citrate tubes are clotting in these specific batches.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was clotting. The following information was provided by the initial reporter: in occasions where the percentage duplicates the average, samples in citrate tubes are clotting. The customer provides an excel file with sheets of acquisition data from december and november 2022. The 3rd sheet shows a table with quantity of citrate tubes with samples clotting since june 2022 to april 2023. It's also shown a graphic in which it states the variation of clotting amount per month. Therefore: - 1141 samples from unknown batches clotted since june 2022 until february 2023; - 331 samples from batches 2228631 & 2228630 clotted since march 2023 until april 2023 (quantity populated as 87.5% of 2228631, and 12.5% of 2228630, based on the quantity purchased each - math table attached); customer alleges that other batches used presented clotting issues in which customer took unknown corrective actions between november and december, 2022. It's possible to observe that the amount of clotted samples was lowing down since the action taken until february, 2023 > batches are unknown then, when using batches 2228631 & 2228630, the amount of clotted samples went up (increased) considerably. Customer alleges that samples in citrate tubes are clotting in these specific batches.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples from bd inventory were draw tested and all samples performed within specification. Complaints for sample quality were not under statistical control for the month of may 2023, however further testing could not be conducted as the tubes were expired at the time of review. Bd quality will continue to monitor sample quality complaints. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photos provided.